Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 45 mg/dl. The customer declined to troubleshoot for the low blood glucose incident. Customer also stated that the lip ring was cracked and the reservoir was able to lock in place when inserted into pump. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated low blood glucose with food. The pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.(B)(4).